Event description:
Reportedly, reading the aida memory is sometimes impossible and this puts the software in error. It is then impossible to leave the session, do threshold tests, turn off the tablet

Manufacturer narrative:
The review of provided data confirmed the reported issue on 21 may 2024 at 14h49. On 21 may 2024, 3 follow up sessions were performed on the implantable kora device sn (B)(6) at 14h48, 14h55 and 15h00. Issues were encountered during the first session. The next two sessions were carried out successfully, including the execution of threshold tests. For the reported issue, when aida reading kept trying to resume from 14:49:52 to 14:49:54, aida reading remained blocked and never end reading: the most probable hypothesis is that the programmer was slower because of aida reading and the different actions done by the user made the system even slower and aida thread was no longer managed correctly. Upon reception, the subject device was tested, and the reported issue could not be reproduced: interrogation or aida reading of several implantable devices (pacemaker and defibrillator) worked correctly, without any freeze or message error, without any touchscreen problem. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, reading the aida memory is sometimes impossible and this puts the software in error. It is then impossible to leave the session, do threshold tests, turn off the tablet